Manufacturer narrative:
At time of this filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, conmed (B)(6 )received notice of reported issues with the p9366, 4.2mm merlin gator, bendable to 30 degree, lot 1155931, recently experienced by (B)(6) hospital on (B)(6) 2021. Information received indicates that during an anterior cruciate ligament reconstruction, it was confirmed to have broken the shaver tip during the surgery. The customer informed that there was not remained the debris by visually and x-ray, but it is concerned the fine debris may be left in the patient's body. It is noted the procedure was successfully completed using an alternate device. Clarification received notes fine debris means very small pieces. There is possibility that small pieces or debris remains in the body. The larger broken part was retrieved but they are not sure the debris which was occurred during the broken was retrieved. X-ray taken indicated there was no (large) metal part in the body. This report is being raised on the basis of injury as it is noted debris may remain in the patient¿s body.

Event description:
On behalf of the customer, conmed japan received notice of reported issues with the p9366, 4.2mm merlin gator, bendable to 30 degree, lot 1155931, recently experienced by (B)(6) hospital on (B)(6) 2021. Information received indicates that during an anterior cruciate ligament reconstruction, it was confirmed to have broken the shaver tip during the surgery. The customer informed that there was not remained the debris by visually and x-ray, but it is concerned the fine debris may be left in the patient's body. It is noted the procedure was successfully completed using an alternate device. Clarification received notes fine debris means very small pieces. There is possibility that small pieces or debris remains in the body. The larger broken part was retrieved but they are not sure the debris which was occurred during the broken was retrieved. X-ray taken indicated there was no (large) metal part in the body. This report is being raised on the basis of injury as it is noted debris may remain in the patient¿s body.

Manufacturer narrative:
The investigation of the customer's reported issue finds it to be confirmed based on photographic evidence and evaluation of returned device. Visual examination of returned used device found the inner tube is damaged (broken) and the shell has been detached. Examination performed per design print. It is suspected that excessive force was used during the case for the shell to be detached and damage the inner tube. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only event reported for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) the instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised to not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, conmed (B)(6 )received notice of reported issues with the (b)(4, 4.2mm merlin gator, bendable to 30 degree, lot 1155931, recently experienced by (B)(6) hospital on (B)(6) 2021. Information received indicates that during an anterior cruciate ligament reconstruction, it was confirmed to have broken the shaver tip during the surgery. The customer informed that there was not remained the debris by visually and x-ray, but it is concerned the fine debris may be left in the patient's body. It is noted the procedure was successfully completed using an alternate device. Clarification received notes fine debris means very small pieces. There is possibility that small pieces or debris remains in the body. The larger broken part was retrieved but they are not sure the debris which was occurred during the broken was retrieved. X-ray taken indicated there was no (large) metal part in the body. This report is being raised on the basis of injury as it is noted debris may remain in the patient¿s body.

Manufacturer narrative:
At time of this filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.